Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she was implanted on (B)(6) 2016 and had to stay in the hospital due to complications and came home on (B)(6) 2016. She tried adjusting the settings and couldn¿t go past 1.1 volts. She was getting the upper limit indicator on the patient programmer (pp) screen. The meaning of the screen was reviewed. Therapy was confirmed to be on and was set on program 3 at 1.1 volts. The patient was redirected to her healthcare provider (hcp). Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.